Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart half-height drawer 2-1 were not detected on the bus. A field service engineer (fse) reseated the row board cable. While checking the half-height drawer, the fse noticed that the bearing cage on the full-height drawer 3 was missing and the bearings had fallen out of the slide. The fse returned with a new set of rails and replaced both the right and left side slide rails to resolve the issue. Then, the fse tested drawer 2-1 and the full-height drawer 3. The system functioned as intended after the field service engineer repaired the device. E1. Other occupation - (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es cubie drawer was failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.